Event description:
Spirit combo insulin pump user complained about unexpected high blood glucose levels. He fell into unconsciousness and was hospitalized with blood glucose of 64 mmol/l. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.